Event description:
During a follow-up, post-paced t-wave oversensing episodes due to fusion were observed on the device. Technical support was contacted and provided reprogramming recommendations. The device was then reprogrammed and the patient is stable.